Event description:
It was reported that customer experienced cgm error and was unable to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not recur, and successfully started sensor session; no additional actions were reported.